Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's healthcare provider removed their ins (due to normal ins battery depletion) but they were hesitant to implant a new ins due to fluid in the pocket. They performed cultures and sent them off, but it was not an infection or anything else to be concerned about. The new ins was to be implanted; the healthcare provider wanted the incision to heal up a bit. The new ins was likely to be implanted the week of (B)(6) 2024.